Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the attachment device had an undetermined malfunction. During the pre-repair diagnostics assessment, it was determined that the nose tube came apart. It was further determined that the nose was missing and the locking was worn out. It was further determined that the device failed for visual assessment and for nose tube assembly. This event did not occur during surgery. It was reported that a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.